Event description:
The lcd screen is broken and does not allow for the touch screen to be activated upon touch. The customer has reported that there have been no interruptions in the breast biopsy. No patient consequences reported.